Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2018 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that in a follow up with the physician, they were told that the lead migrated and was causing pain with movement. The rep didn¿t know the cause of the migration. The rep reported that they had previously removed with the plan to replace it and tunnel it to the battery a different way. The rep wasn¿t present at the procedure to remove the lead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and head/neck (non-malignant). The rep reported that the patient had a revision due to lead migration. The revision took place on (B)(6) 2018. The rep wanted to report the lead was replaced on the day of the report due to migration. The rep indicated that the physician did cut the lead, so the lead was replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.